Event description:
It was reported that during a laparoscopic procedure, one blade of the hook scissors fell off. It was also reported that the blade was not able to be retriev ed and that the patient was closed.

Manufacturer narrative:
Device is not being returned for evaluation. A list of questions were sent to the hospital for follow-up into the event - waiting to hear back from the hospital.